Manufacturer narrative:
The root cause of this complaint could not be determined as the complaint unit is not available for analysis. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility in spain reported during a procedure the vitrectomy probe was not cutting, but aspiration continued. The disposable pack was replaced to complete the procedure, causing a five minute delay. There was no additional anesthesia required and no patient impact.